Manufacturer narrative:
Continuation of d10: product ID: b31040 lot# 082n06925, product type: screening device. Product ID: neu _stylet_acc lot# serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: b31040, serial/lot #: (B)(6), ubd: 10-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after initial placement of the right stn lead (unmarked, 0.5mm spaced sensight) for deep brain stimulation, the connectivity test would not pass. Impedance testing at 0.7 v through the external neurostimulator showed all electrodes within normal range except 2b in combination with any other electrode, which was greater than 10k. Running 0.8ma of current through electrode 2 for 40 seconds did not change the connectivity or impedance value. Troubleshooting steps included rotating the b31040 lead test cable on the proximal end of the lead, removing and reinserting the cable to ensure full insertion, and loosening the depth stop screw, but none of these resolved the issue. The lead was replaced with another unmarked sensight lead, but the connectivity test still did not pass using the same test cable. The same troubleshooting steps were repeated with no change. Impedance testing again showed all electrodes within normal range except for combinations with 2b. The b31040 lead test cable was then replaced, after which connectivity was passed on the first attempt and all impedance values were normal. Surgical intervention was required, with a second lead placed, which worked with no issues.

Manufacturer narrative:
Product analysis (B)(4):analysis information -- 2025-12-11 12:15:25 cst product:b31040, item:10, lot no: 082n06925 analysis identified that the conductor(s) on electrode 2b in lead harness was/were broken in the distal end of the extension. Product:b3300542, item: 20, s/n:(B)(6) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product: neu_stylet_acc, item:30, the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. Analysis identified that the stylet wire was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.